Event description:
Complainant alleged that during biomedical dept's routine testing and preventative maintenance of the device, the device main switch assembly was loose and failed to allow the correct energy levels to be selected. The complainant indicated that there was no pt involvement in the reported failure.